Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically exanimated. There are numerous sheath kinks. The entire length of the coil is severely stretched as if it was excessively pulled on. The sheath is completely torn 89.5cm from the strain relief. Microscopic examination of the device revealed that the annulus was damaged and not round which is consistent with damage seen with the use of a rotawire. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 09jan2020. It was reported that the speed did not go up. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was noted that the rotational speed of the device did not go up. The procedure was completed with a 1.25mm rotalink device. No patient complications were reported. However, device analysis revealed torn sheath at 89.5cm from the strain relief.